Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. The patient has a history of smoking and obesity. It was reported that the bifurcated device was deployed too low. It was hypothesized that, before the device was fully deployed, the force of the power contrast injector pushed the stent graft caudally. It was also reported that the device was accidently deployed too low, and that the power contrast injector was not a factor in the low deployment. A 24mm diameter x 3.75 cm length aortic extender cuff was implanted to ensure a proximal seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.